Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. Low bg cause was not known. Customer used a glucagon pack to address bg, but they required third assistance, and an ambulance was called. The customer was taken to the emergency room (ER) on (B)(6) 2023 for four hours. The ER provided juice, food, and intravenous therapy (IV) of fluids of saline to address bg. The customer was discharged from the ER the same day with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.